Event description:
Additional information provided noted that this lead will be returned.

Event description:
Boston scientific received information that this right ventricular lead was explanted due to out of range pacing impedances. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.